Manufacturer narrative:
The reported event was unconfirmed. Received 1 all silicone foley catheter attached to the urine meter bag with label. Verified material number 119216, manufacturing lot number nghz1848 and batch number ngkn9004. Visual inspection noted no obvious observations. The catheter was filled with 10ml of mbs using return syringe. The concentricity of the balloon was 80:20. The balloon was able to passively deflate in 0min 38 seconds. The reported event was unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. Correction: d,e,h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they got report from the or team that the foley catheter # a119216m and lot # ngkn9004 would not hold the fluid. It came back out of the same port. They had a sample of that, but the staff stated that had happened a few times. Per customer response received via email on 22jul2025 stated that troubleshooting was performed and replaced with different foley kit with no issues. Per notification from investigator on 02jan2025 it was reported that the asymmetrical balloon was found during sample evaluation on 15oct2025.

Manufacturer narrative:
The complete initial reporter's address is (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they got report from the or team that the foley catheter # a119216m and lot # ngkn9004 would not hold the fluid. It came back out of the same port. They had a sample of that, but the staff stated that had happened a few times.